Event description:
Reportedly, the light of the home monitor remains orange.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue could not be confirmed: the functional test performed on the device did not reveal any orange status light issue and the home monitor could communicate properly with a test implant. Therefore, no anomaly is suspected with the subject home monitor.

Event description:
Reportedly, the light of the home monitor remains orange.

Manufacturer narrative:
No conclusion could be drawn as the subject home monitor was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the light of the home monitor remains orange.